Event description:
The explanted generator was returned to the manufacturer and underwent analysis. Upon analysis, an end-of-service warning message was identified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator can and header, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant.. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Results of diagnostic testing and monitoring indicate the device is operating properly. Electrical test results demonstrate that the pulse generator performs according to functional specifications. Beyond the burn marks on the case exterior, visual inspection results reveal no external device abnormalities. Except for the explant related device disable event, there are no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported via clinic notes, that the patient is having breakthrough seizures and the vns is having battery life problems. Additional information reveals that the physician performed system and normal mode diagnostics on the patient's generator and both resulted in a message, 'low voltage or lead impedance'; and test results displayed low output current. The patient underwent prophylactic generator change due to low battery. Attempts for further information and product return have been unsuccessful to date.